Manufacturer narrative:
The reported event was confirmed. Electrical tests indicated a short. An abrasion was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted due to insulation abrasion observed.